Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was not properly removing residual from cartridge. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed cartridge and infusion set to address the issue.